Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, 30 joule testing, and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigaiton. Analysis of reports of this type has not identified an increase in trend.